Manufacturer narrative:
Upon receiving the device involved in the MDR event, nakanishi conducted a failure analysis of the returned device [(B)(4)]. These activities are described in more detail below. Methodology used: nakanishi examined the device history record and the repair history for the subject z85l device [serial no. (B)(4)]. There were no problems observed during the manufacturing or testing noted in the DHR. The repair history showed 8 service records since the device was shipped. The repair details are as follows: march, 2013: the cartridge, drive shaft, dog clutch, and headcap were replaced. February, 2014: the cartridge, drive shaft, dog clutch, and headcap were replaced. September, 2014: the cartridge, drive shaft, and dog clutch were replaced. May, 2016: the cartridge, drive shaft, and dog clutch were replaced. August, 2016: the cartridge, drive shaft, and dog clutch were replaced. September, 2016: the cartridge, drive shaft, dog clutch, and headcap were replaced. December, 2016: the cartridge, drive shaft, dog clutch, and rear joint were replaced. June, 2017: the cartridge, drive shaft, dog clutch, and headcap were replaced. With respect to all the repairs in the above list, the service records indicate that nakanishi performed all of the necessary operation checks, and confirmed that all of the criteria were met. Nakanishi set a test bur in the handpiece, connected the handpiece to the motor, and tried to rotate the motor. However, the handpiece was locked and the motor did not rotate at all. Therefore, nakanishi was not able to conduct temperature testing of the device. Identification of the specific failure mode(s) and/or mechanism(s) of the associated device components involved: nakanishi disassembled the handpiece and performed a visual inspection of the inside parts. Nakanishi observed that the bearing retainer on the rear side of the cartridge was broken. Nakanishi took photographs of all of the disassembled parts, and kept them in investigation report #(B)(4). Conclusions reached based on the investigation and analysis results: nakanishi identified that the cause of the overheating of the returned device was abnormal resistance during rotation due to the broken bearing retainer. Nakanishi considers the possibility from many years of experience that the cause of the broken bearing retainer was the ingress of undesirable materials into the bearing. Failure to check the handpiece before use led to user ignorance of the broken bearing, which contributed to the handpiece overheating. In order to prevent a recurrence of the handpiece overheating, nakanishi took the following actions: nakanishi reviewed the operation manual and reconfirmed the clarity and understandability of the instructions. Nakanishi reported the above evaluation results to the dentist and reminded the dentist of the importance of inspection of the handpiece prior to use to prevent overheating, as instructed in the operation manual.

Event description:
On september 13, 2019, nakanishi received a phone call from a dental office about an nsk handpiece overheating. Details are as follows. The event occurred on (B)(6) 2019. The dentist was performing a dental procedure on a patient using the z85l handpiece (serial no. (B)(4)). During the procedure, the dentist observed a whitish burn injury, approximately 1 cm long on the patient's buccal mucosa. According to the dentist, there were no abnormalities observed in the device prior to use. The dentist asked a dermatologist to treat the burn injury.